Event description:
During product evaluation by a baxter service technician, a flo-gard infusion pump was found with a broken ac power cord. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of master complaint (B)(4). The cause was determined to be a damaged ac power cord. To correct the condition, the ac power cord was replaced. If any additional information is received, a follow up MDR will be sent.